Manufacturer narrative:
(B)(4). Batch t5a03l. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned with 3 double drivers and 1 single driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, upon loading the reload into the jaws of the stapler, the reload cartridge split in half longitudinally. The reload cartridge was removed and a second like reload was used to continue the procedure. There were no patient consequences reported.